Event description:
Rptr claims the left front wheel came off causing operator to fall forward onto their desk. Operator hit their chest which has a medi port implanted for I v use. Could have resulted in the line rupturing.